Event description:
It was reported that during a ptca procedure, the wire broke at the touhy while removing the balloon catheter. The balloon catheter and wire were removed without incident. No pt injuries or complications occurred.